Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 , to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, if follow-up, what type?: additional information.

Event description:
Three sensors (serial number (B)(4)/lot number 5214971) (serial number (B)(4)/lot number 5214773) were returned for evaluation. All three sensors were visually inspected and the sensor wires were missing from the sensor pod and housing puck. Due to the missing sensor wires, the sensor wire is considered detached. The reported event of a missing sensor wire was confirmed. A root cause could not be determined. However, it is unknown which of the three sensors is the complaint device.